Event description:
It was reported that patient had difficulty charging the ipg and unable to communicate. It was noted also that the lead has migrated. It was also noted that the patient did not get adequate pain relief. The patient underwent an explant procedure were all scs system was removed. The explanted device was not released by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18237496/18253507.